Event description:
Tip of laser fiber broke off when doing a laser turbinoplasty. When the fiber, which was secured to suction tubing was removed from the hose it was noted to have the tip of the fiber missing. The laser used was a holmiun. The settings were 1.2 joules, energy was 14, watts of 16.8. The tip of the fiber was not located. No injuries reported at this time.